Event description:
In november 2004, while using the sound processor, the patient reportedly experienced a decrease in performance and pain sensations. The patient was seen at the center. External equipment was exchanged. The patient continued to be monitored at the center. The following month, the patient was seen by a company representative for evaluation. Testing performed confirmed device functionality. In 2005, the patient was seen by surgeon. The surgeon injected the implant site with a steroid and anesthetic mixture. The patient reported that the pain ceased and good sound percept. Several days later, while wearing the sound processor, the patient reportedly had no sound percept. The patient was seen at the center for evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device was scheduled.